Manufacturer narrative:
(B)(4). UDI related data quality updates only. Corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare. Section d4: lot number and UDI details were not provided by the healthcare facility. Section g1: contact person updated to (B)(4). Product background: the opt944 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo 2 series of humidification devices and is also compatible with the fisher & paykel healthcare (f&p) mr850 and 950 humidification system devices. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases nhf therapy should not be used for life support purposes, and appropriate patient monitoring must be used at all times. Method: the complaint opt944 optiflow + adult nasal cannulas were not returned to f&p for evaluation. Dates, description of events, photographs were also unable to be provided. The healthcare facility provided a photograph of the malfunction re-enacted. Therefore, our investigation is based on the information and the re-enacted photograph provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the provided re-enacted photograph revealed that the manifold of the opt944 optiflow + adult nasal cannula was detached from the interface. There were no patient consequences reported by the healthcare facility. Conclusion: without the return of the subject devices, f&p is unable to confirm the reported damage. F&p's manufacturing controls for the optiflow + tubing ensure the devices meet documented product requirements and specifications. These requirements and specifications encompass user needs, performance requirements, international product standards as well as quality system requirements. All optiflow+ adult nasal cannulas are subject to 100% in-process inspections including no molding defects of components and correct assembly of all components. The subject opt944 optiflow+ adult nasal cannula would have met the required specifications. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula, including ensuring the head strap clip and the tubing clip are appropriately attached. The user instructions also state: "ensure head strap clip is attached, to prevent cannula from being pulled out of the nares." "Cannula can become unattached if not used with the head strap clip." "Do not crush or stretch tube, to prevent loss of therapy." "Attach tubing clip to clothing/bedding to prevent cannula from pulling off face." "Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A healthcare facility in canada reported via a fisher and paykel healthcare (f&p) field representative that the opt944 optiflow + adult nasal cannulas were found coming apart at the manifold. The healthcare facility later stated they are unable to provide the subject devices, photos, dates, nor a record on the exact number of opt944 optiflow + adult nasal cannulas with this issue. The healthcare facility stated there were no patient consequences.

Manufacturer narrative:
Ps432565, product background: the opt944 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo 2 series of humidification devices and is also compatible with the fisher & paykel healthcare (f&p) mr850 and 950 humidification system devices. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases nhf therapy should not be used for life support purposes, and appropriate patient monitoring must be used at all times. Method: the complaint opt944 optiflow + adult nasal cannulas were not returned to f&p for evaluation. Dates, description of events, photographs were also unable to be provided. The healthcare facility provided a photograph of the malfunction re-enacted. Therefore, our investigation is based on the information and the re-enacted photograph provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the provided re-enacted photograph revealed that the manifold of the opt944 optiflow + adult nasal cannula was detached from the interface. There were no patient consequences reported by the healthcare facility. Conclusion: without the return of the subject devices, f&p is unable to confirm the reported damage. F&p's manufacturing controls for the optiflow + tubing ensure the devices meet documented product requirements and specifications. These requirements and specifications encompass user needs, performance requirements, international product standards as well as quality system requirements. All optiflow+ adult nasal cannulas are subject to 100% in-process inspections including no molding defects of components and correct assembly of all components. The subject opt944 optiflow+ adult nasal cannula would have met the required specifications. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula, including ensuring the head strap clip and the tubing clip are appropriately attached. The user instructions also state: "ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. Cannula can become unattached if not used with the head strap clip." "Do not crush or stretch tube, to prevent loss of therapy. Attach tubing clip to clothing/bedding to prevent cannula from pulling off face. Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A healthcare facility in canada reported via a fisher and paykel healthcare (f&p) field representative that the opt944 optiflow + adult nasal cannulas were found coming apart at the manifold. The healthcare facility later stated they are unable to provide the subject devices, photos, dates, nor a record on the exact number of opt944 optiflow + adult nasal cannulas with this issue. The healthcare facility stated there were no patient consequences.